Manufacturer narrative:
Correction: h6 medical device problem code corrected to a090103 rather than a160102 indicated on initial MDR. The device was received for evaluation. Visual inspection identified the speaker was loose. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported low to no volume from the speaker, which was reproduced. The reported condition was verified. The cause was determined to be the loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low to no volume on speaker during an unspecified process step. There was no patient involvement. No additional information is available.